Event description:
Additional information was received that the root cause of the reported clinical observations was not determined. The physician was considering a potential lead revision or subcutaneous implantable cardioverter defibrillator (s-ICD) implant.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited gradually increasing pacing impedance measurements that resulted in high out of range pacing impedance measurements of 2,000 ohms. Additionally, shock impedance measurements exhibited a slight increase, however, remained within normal limits and were less than 100 ohms. Boston scientific technical services (ts) discussed potential causes and discussed the option of continued monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ICD and rv defibrillation lead exhibited continued high out of range pacing impedance measurements and noise. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.